Event description:
It was reported that the device would not turn on. It is unknown which procedure was being performed, when the event happened, if there was patient involvement, if there was a delay in the case and if a backup device was available.

Manufacturer narrative:
H3, h6: the device used in treatment was returned for evaluation and we have established a relationship between the device and the reported event. A visual inspection found that the outer casing was damaged, the functional evaluation found that the device failed to charge and the root cause identified as a depleted battery. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history found other related events. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.